Manufacturer narrative:
Additional devices implanted and/or related to this event: tgu343415/(B)(4). (B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an acute thoracic aortic dissection using a conformable gore® tag® thoracic endoprostheses. It was reported that computed tomography (CT) images dated (B)(6) 2018, revealed the entry tear was at the left subclavian artery as well as a penetrating ulcer in the dissection plane. While advancing the conformable gore® tag® thoracic endoprosthesis (tgu343415/17690331), during deployment the device advanced approximately 5mm covering the left carotid artery. The physician was able to use a gore® tri-lobe balloon catheter and pulled the device distally to uncover the left carotid artery. The left carotid artery was then patent. The physician then implanted an additional conformable gore® tag® thoracic endoprosthesis (tgu343415/18070192) distally and ballooned the overlap. The physician then implanted a 12mm amplatzer¿ vascular plug in the left subclavian artery and distal to the left vertebral artery. An angiogram taken from the brachial artery revealed the left vertebral artery was patent. Reportedly at the end of the procedure after the perclose proglide was utilized, the right foot was cold. The physician chose to open up the femoral artery and perform an endarterectomy. After the procedure, the femoral artery was patent and the foot had a pulse. The patient was then transferred to the intensive care unit of the hospital. On (B)(6) 2018, the patient had a major posterior stroke. The patient expired due to the stroke on (B)(6) 2018. The physician stated the patient¿s death is not a result of the gore® device.

Manufacturer narrative:
Addition: code 213- the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Addition: code 22- the conformable gore® tag® thoracic endoprosthesis instructions for use states that potential device or procedure related adverse events include endoprosthesis improper placement or migration, reoperation, and neurologic damage (e.g., stroke).